Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still ongoing. Once the investigation is complete a following MDR will be submitted.

Event description:
It was reported that the device was cutting thick graft.

Event description:
It was reported that the device was cutting thick graft. The or director stated that the resident that was unfamiliar with the dermatome may not have used the proper technique. The event occurred during surgery. No medical intervention occurred. No harm or injury occurred with the patient. No additional skin graft was needed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on june 26, 2018, it was reported that the device was cutting thick graft. The customer returned a dermatome an device, serial number 700178, for evaluation. The customer also returned a hose and 1/2/3/4 inch width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated dermatome an serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was february 13, 2018 where it was reported that the device was not able to take a good graft and the bearings were replaced. This is not a related issue. Product review of the dermatome an on august 7, 2018 revealed that the calibration was out of specifications at the zero and four settings. The motor speed was within specifications and the control bar was in the correct position. The master width plate gauge fit correctly as well as the master width plate. There was no visual damage to the device. Repair of the dermatome an was performed by zimmer biomet surgical on (B)(6) 2018 which included recalibrating the device. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the device was outside calibration specifications at the zero and four settings. However, it is unknown with the information that was provided what setting the customer was using when the reported event occurred. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was outside calibration specifications at the zero and four settings. However, it is unknown with the information that was provided what setting the customer was using when the reported event occurred. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.